Event description:
Information was received indicating that a smiths medical medfusion pump exhibited watchdog failed safe activated. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information provided in b5 and h6. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis with both seals intact. The top case cracked/chipped by the front left and right bottom corners. Cracked right plunger case and visible contamination by the l bracket pole clamp. Primary audible alarm and auxiliary control unit (acu) watchdog as sympathy alarm post were found in event history log (ehl). The technician power up and infusion/occlusion test performed. Unable to duplicate reported problem. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced speaker as preventive measure and performed self test/occlusion test.the connector was fully seated and re-glued using all three mating surfaces on both sides of the connection. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information was provided that the pump had no patient involvement. The issue was found during annual preventive maintenance checks.